Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was received for analysis. A visual and microscopic examination found that the stent was damaged. It was noted that the stent struts at the center of the stent were severely stretched and bunched at the distal end. This damage is consistent with the stent meeting resistance or an obstruction during the withdrawal of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the severely tortuous and mildly calcified proximal left anterior descending (lad) artery. A 3.00x28mm promus element stent was advanced to treat the target lesion. The physician wanted to reposition the stent; however, while retrieving the device back, the distal strut of the stent became distorted. The procedure was completed with a 3x24mm promus element stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the severely tortuous and mildly calcified proximal left anterior descending (lad) artery. A 3.00x28mm promus element stent was advanced to treat the target lesion. The physician wanted to reposition the stent; however, while retrieving the device back, the distal strut of the stent became distorted. The procedure was completed with a 3x24mm promus element stent. No patient complications were reported and the patient's status was stable.